Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there is a black mark in the center of the device display. No adverse event was reported. The alleged product was requested for evaluation.